Event description:
It was reported that a device under infused while delivering saline solutions to a feline. No pt injury reported.

Manufacturer narrative:
MFR ref no.:(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.